Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using a ruby coil. During the procedure, the ruby coil was advanced against resistance. The physician attempted to retract the ruby coil, however, it unintentionally detached while inside the microcatheter. The catheter along with the ruby coil was removed from the patient with no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pusher assembly was kinked in multiple locations along the length of the device which appears to be the result of packaging for return. The coil was detached from the pusher assembly and was not returned for evaluation. The pet lock on the proximal end of the pusher assembly was intact, indicating that the coil was not detached as intended. The distal detachment tip (ddt) was intact at the distal end of the pusher assembly. The pull wire was no longer in the capture feature and approximately 1 mm of the wire was sticking out of the distal end of the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra ruby coil was being advanced inside a non-penumbra device when resistance was felt. The pusher assembly was then retracted and the coil broke inside the microcatheter. Evaluation of the returned device confirmed that the coil was not attached to the pusher assembly however; the proximal pet lock was intact, indicating that the coil was not detached as intended. The pull wire was out of the capture feature inside the ddt. The dimensions of the pusher assembly and detachment tip mechanism were measured and determined to be within specification. Based on these observations and the description of the complaint, it appears that the distal end of the pusher assembly was stretched enough to release the pull wire from the ddt during the retraction of the coil, releasing the coil proximal constraint ball from the ddt and detaching the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.